Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analysis of the device revealed normal battery

Event description:
It was reported that there was premature battery depletion. The left ventricular lead had chronic high thresholds. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.